Event description:
It was reported that during an unknown procedure, the firing knob did not move forward. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information received: the event description was revised as follows; it was reported by the sales rep that during an unknown procedure, the firing knob did not move forward. Another device was used to complete the case. There were no adverse consequences to the patient. The analysis results found that the ntlc75 instrument was received in good visual condition and with a cartridge reload present. The cartridge reload had the swing tab in the locked position, and the proximal one driver up and the remaining drivers were down with staples present. It could not be determined if the reported incident was the result of a premature lockout, or the result of an interrupted firing stroke. The swing tab was reset and the cartridge was loaded into the device for functional testing. The staple line and cut line were not completed due to dry fluids blocking the knife passage. In addition the sled of the cartridge was damaged when the firing was stopped as the dry fluids would not allow the drivers to move freely, pressing the sled against the drivers. However the firing knob work as intended as it moved forward and back to its home position without any difficulties. It should be noted that 100% inspection is performed by means of automated vision system to insure the swing tab is present and unlocked. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.